Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface central processing unit and the liquid crystal display/light emitting diode panels.

Event description:
The customer reported an 840 ventilator generated an error which rendered the graphic user interface inoperable. The ventilator was not on a patient at the time of the event.